Event description:
Customer reported via phone, the buttons on the insulin pump were intermittently responding. When he attempts to bolus he has to press the buttons hard for them to respond. Customer blood glucose was not provided. Customer stated he was in the hospital and the nurse was coming in so he had to go, troubleshooting was not performed. Customer stated he would call back. The device is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.